Manufacturer narrative:
The tandem user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before changing the cartridge or filling the tubing. Failure to disconnect your infusion set from your body before changing the cartridge or filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer contacted their healthcare provider who called an ambulance. Customer was taken to the emergency room (ER) and subsequently hospitalized. In hospital, customer received carbohydrates. Customer was released from the hospital the next day.